Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 579 and 473 mg/dl. Customer was treated with manual injection. Customer had blood glucose levels of 141, 254, and 300 mg/dl. Customer had headache. Customer was using auto mode. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer stated that the cannula was bent. Customer declined to check air bubbles and leak. Customer was using insulin pump system within 48 hours of reported high blood glucose level event. The insulin pump will be and reservoir not be returned for analysis.